Event description:
The facility's maintenance alleged the weld that holds the caster tube to the base frame at the left foot end of the bed broke while a pt was in the bed. He indicated there were no injuries.

Manufacturer narrative:
The facility replaced the base frame to repair the bed.